Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information in (B)(6) 2012 that this patient contacted patient services to discuss past events involving the right atrial (ra) lead (see report# 2124215-2010-20485). Information from the local representative indicates that the device had been checked on multiple occasions following the (B)(6) 2010 invasive device/lead check and no issues were identified. In (B)(6) 2012, according to the local representative, the device was successfully interrogated and intra-cardiac electrogram noise associated with inappropriate atrial tachycardia responses (atrs) were identified. The clinical observation of noise was reproducible when the patient stretched her right arm across her chest and the pacemaker pocket. In (B)(6) 2012, the patient contacted the warranty department to report that the device had been explanted and replaced with a competitor device. The warranty consultant was informed that the patient had developed an infection that required a transfusion. The clinic was contacted in (B)(6) 2012 and according to the practice manager and clinic nurse, the device was replaced due to a non-specified malfunction and was included in an advisory. According to the practice manager, there was no indication that an infection was device or cardiac-related. The physician was contacted by the local representative and was informed that the patient's syncope and pacemaker function were separate unrelated issues. To date, the device has not been received at boston scientific's return products department.